Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information received reported the pump was being used to deliver bupivacaine and morphine. Patient outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient asked the healthcare provider (hcp) to turn the pump down because they were told their liver was shooting off enzymes. The patient tried to commit suicide because of everything, noting she almost tried to kill herself because of this pump. The patient¿s vision and voice had changed, and they have been so depressed. The medication in the pump at the time of the event was unknown. No outcome or pump medications were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.